Event description:
Constant pain and discomfort in hip implant region and lower back daily feeling of general un-wellness. Sick at least 2 or 3 days a week, constant nervousness and anxiety. This mom implant is slowly killing me physically emotionally and most importantly psychological. I have never felt, so unhealthy in my entire life. The stress that this implant is causing me and my family is immeasurable. Please tell biomet to stop selling and recommending these poisonous defective metal on metal implant devices. I feel like I am dying slowly because of this device. Help.